Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a frayed grip cable. Additionally, follow-up was performed with the customer and it was confirmed that the instrument did not have any missing fragments and the surgeon did not report any issues regarding the instrument during or after the umbilical hernia tapp surgical procedure.

Event description:
It was reported that during central processing, the 8mm mega needle driver instrument had broken wires. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.